Event description:
Rec¿d 29aug 2014, right hip; ae/altr. Fluid collection as a complication of m-o-m arthroplasty. Local tissue reaction per MRI (B)(6) 2014. Moderate severity, definitely device related, definitely not procedure related and serious. Treatment: none provided, revision scheduled. Update 12 jan 2015 - clinical der update received. Dor = (B)(6) 2014. Also added expiry dates to all products. (B)(6) states 'right hip; revision/location tissue reaction. (Revision reported as scheduled with (B)(6) in (B)(6) 2014 folder) revision reported to depuy now on data clarification form which also states subject has withdrawn from the study; so, which components were removed is unknown (will try to contact the site to assertain this information) diagnosis for primary surgery : developmental dysplasia and osteoarthritis. Comorbidities : muscle pain and joint stiffness post operatively.' Update rec'd 4/28/2015 - additional clinical report received. Report states the patient was also revised to address elevated metal ion levels and fluid collection. The existing MDR decision for the stem has been reversed and is now being reported. The complaint was updated on: 5/11/2015

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).